Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was treated with a 425-18 stent. When deploying the dense mesh stent, the tip end did not open well. The surgeon used a push-pull technique to deploy the stent and retrieved it twice. The stent opened smoothly, but the tip end of the stent contracted and the stent could not adhere to the wall. After the stent was removed from the body, it was found that the distal end of the stent was rough and could not be deployed into the blood vessel, so it was replaced with a 425-20 stent for treatment. There were no patient symptoms. The pipeline was used for an indication that is approved. The pipeline and any accessory devices were prepared as indicated in the IFU. Angiographic result post procedure showed dense mesh stent placement.   The patient was being treated for an amorphous, unruptured aneurysm in the left internal carotid artery ophthalmic artery. Vessel tortuosity was normal.   Ancillary devices included a stryker long sheath guide catheter, an echelon microcatheter, and a phenom27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient received hyperbaric oxygen therapy after surgery and recovered so they did not think it was a problem with the stent. It was noted that there was air mixed in the contrast agent that led to the patient coma. During the contrast agent imaging process, the air entered the skull and the brain, causing the patient to fall into a coma. The patient was treated with hyperbaric oxygen therapy, after surgery. The patient was in a coma when they woke up from anesthesia. The patient was in good condition at discharge.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the pushwire was returned inside a biohazard bag and a shipping box. There was no braid returned with the pushwire. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was not confirmed as the pushwire was returned without the braid. No damage was found with the pushwire. Possible causes of failure to open include vessel tortuosity and the user deploying the braid in the vessel bend. However, the customer reported that vessel tortuosity was normal, ruling out vessel tortuosity as a potential cause. In the event, the user deploying the braid in the vessel bend may have contributed to the failure to open. The root cause could not be determined. Since the braid was not returned, any contribution of the braid to the failure to open issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was in a coma after surgery due to air bubbles in the contrast medium. This had been resolved. The cause of the failure to open was not determined. The pipeline was placed in a vessel bend. The blood vessel was tortuous when it was opened. There were no additional steps or other devices attempted to open the pipeline ancillary devices included a stryker long sheath guide catheter, an echelon microcatheter, and a phenom27 microcatheter.